Event description:
It was reported that the patient's blood glucose level (bg) rose above 19 mmol/l (342 mg/dl) while wearing the pod between 1 and 4 hours. It was also reported that the cannula did not insert into the skin and was found bent when the pod was removed from the infusion site (back). As treatment, the patient manually injected insulin. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.